Event description:
It was reported while using bd insyte autog bc global bl 22ga x 1.0in the needle would not retract. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: it was evidenced that 3 units insyte autoguard intravenous catheters 22 gax1.00 in presented defects at the time of activation, not pulling the needle inwards. _____ sales executive informed us that: "I spoke with the client and he gave the occurrence dates: (B)(6) 2009-(B)(6) 2022

Manufacturer narrative:
H6: investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h10

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte autog bc global bl 22ga x 1.0in the needle would not retract. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: it was evidenced that 3 units insyte autoguard intravenous catheters 22 gax1.00 in presented defects at the time of activation, not pulling the needle inwards. Sales executive informed us that: "I spoke with the client and he gave the occurrence dates: (B)(6) 2009 - (B)(6) 2022.